Event description:
It was reported that twiddler's syndrome was observed. Lead was explanted and replaced. Portion of lead remained in patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis of the lead found the distal tip fractured due to fatigue, consistent with the reported twiddler's syndrome.